Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merli.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of over-sensed noise and the right atrial (ra) lead exhibited noise. The rv lead was capped and replaced on (B)(6) 2025. No further intervention was reported. The patient condition was unknown.

Manufacturer narrative:
B5 should indicate that the right atrial (ra) lead was capped and replaced, and d10 should include ellipse dr.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of over-sensed noise and the right atrial (ra) lead exhibited noise. The rv and ra leads were capped and replaced on (B)(6) 2025. The patient condition was unknown.

Event description:
New information received notes that the patient was in stable condition.